Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, the lead was unable to be secured to the header due to a set screw anomaly. The patient was stable with no consequences.

Manufacturer narrative:
The reported complaint of the setscrew being unable to be tightened was confirmed. Analysis found the setscrew had been stripped by the user of the torque wrench in the field. Once the setscrew inset has been stripped, the setscrew can no longer be tightened since the wrench can no longer engage the setscrew inset to tighten the setscrew. No device anomalies were found that would cause the user to strip the setscrew. The stripping of the setscrew is related to the user¿s use of the wrench.